Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported event. There has been corrective and preventative action taken relative to this matter. Renq-CAPA. Renal product surveillance. Quality engineering, and plant manufacturing will continue to monitor this product line.

Event description:
A returned transfer set exhibited leakage and cracking at the base of the spike. No pt injury or medical intervention was associated with this incident.